Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. It was reported that there was a backflow of blood observed when the hemostatic valve of the preface sheath was inserted from the femoral after the puncture. The hemostatic valve damage was suspected but it was unsure if it was a partial or a complete detachment. The sheath was replaced and the issue was resolved. The procedure was continued without patient consequence. Since the hemostatic valve damage was suspected and the severity was not known, this issue has been assessed conservatively as a reportable malfunction. If there is a complete hemostatic valve detachment there is a potential for significant bleeding or air embolism that might require additional intervention to prevent serious injury or death.

Manufacturer narrative:
The manufactured date and expiration date have been provided. Therefore, fields expiration date and manufactured date have been populated. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. It was reported that there was a backflow of blood observed when the hemostatic valve of the preface sheath was inserted from the femoral after the puncture. The hemostatic valve damage was suspected but it was unsure if it was a partial or a complete detachment. The sheath was replaced and the issue was resolved. The procedure was continued without patient consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event reported, functional test was performed with a syringe lab sample and no leakage was observed at the stopcock and gasket area during the analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The DHR review was extended to the cap assy sub-assembly and no anomalies were found. The cause of the event reported could not be conclusively determined. However, neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process.